Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information from the healthcare professional.

Event description:
It was reported that the patient had a "large variation" in expected versus actual volumes withdrawn from the pump reservoir. No troubleshooting was reported. The pump was explanted and replaced due to "battery depletion" and the patient recovered without sequela. The drug in the pump was dilaudid at a concentration of 40 mg/ml with a daily dose of 4.3 mg/day. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.